Manufacturer narrative:
It has been confirmed that the patient was not adversely affected. Sample measurements were performed using four different samples. Samples had been measured on e601 analyzer serial number (B)(4). All sample measurements were reported to the clinician. Only the vidas result was considered to be correct.

Manufacturer narrative:
The very high elecsys tni values in combination with vidas values less than the lower limit of detection and normal ck-mb and myoglobin levels point to false positive elecsys tni results due to an unknown interfering factor in the complaint sample. Hama interference can be excluded in the present case. The interference can be classified as rare non-hama interference. Further clarification of the nature of the interfering factor is not possible with available methods and the current state of the art.

Event description:
The customer reported that they received erroneous results for one patient who was tested for troponin I stat (short turn around time) - tni stat. Some sample measurements were performed on an elecsys instrument. It was asked, but it is not known which specific instrument was used to run some measurements or if each measurement had been performed with the same sample. A clarification has been requested. It was also asked, but not known if any erroneous results were reported outside of the laboratory. A clarification has been requested. A sample was measured on (B)(6) 2014 and resulted as 16.52 ug/l. A sample was measured on (B)(6) 2014 and resulted as 16.77 ug/l. A sample was measured on (B)(6) 2014 and resulted as 15.34 ug/l. A sample was measured on (B)(6) 2014 on a vidas analyzer, resulting as <0.01 ug/l. A sample was measured on (B)(6) 2014 on an e601 analyzer, resulting as 14.61 ug/l. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged.

Manufacturer narrative:
Three samples from the patient were provided for investigation. The results from the investigation agree well with the results the customer obtained with reagent lot 178185.

Manufacturer narrative:
Due to the event, the patient was started on aspirin (100mg/day after loading dose of 250mg), clopidogrel (75mg/day, after loading dose of 300mg) and enoxaparin (1mg/kg bid). A coronary angiography was ordered for the patient, but not performed due to timely confirmation of the elevated troponin I. The patient is currently asymptomatic.

Manufacturer narrative:
This event occurred in (B)(6).